Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and verified that the iabp ran within specifications without any alarms generating. The fse then performed a safety disk leak test using service mode. The fse then did a safety disk leak check using the process the customer follows from the user manual, and the fse still received passing results. Both of the tests were done at least 4 times each on the entire duration of the fse's repair inspection process, with no failure on the safety leak test. The fse was unable to explain what the customer had experienced. The fse stated it was possible to have operators error while performing this specific test, but the fse was not able to confirm that. All the tests the fse performed were shown to the biomedical engineer relating to the safety disk and each one had passing results. The iabp had some condensation build up. The iabp was purged and initiated the condensation removal process. The iabp passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use.

Event description:
The customer reported that , prior to use on a patient, the cs300 intra-aortic balloon pump (iabp) failed the safety disk leak test. There was no adverse event reported.